Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On april 15, 2010, the lay-user/pt contacted lifescan (lfs) alleging that the display on the onetouch ultralink meter is cracked. The pt manages her diabetes with self adjusting insulin. The cracked display issue began on (B) (6) 2010. The pt noted that she was able to use the one touch ultramini meter to obtain her blood glucose reading every day. The pt did not provide any numeric values. At some point after the product issue began, the pt received extra insulin when needed. The pt indicated that she had symptoms of "fatigue" one week after the product issue began. This complaint is being reported due to the crack display issue. However, there is no evidence the pt suffered a serious injury due to the product issue. The pt's symptoms did not meet the criteria of a serious injury. In addition, there is no evidence the pt received medical intervention that would suggest the pt had acute complication of diabetes as a result of the product issue.